Event description:
It was reported that the customer went to the emergency room due to low blood glucose. Caller stated that she filled a new reservoir, but forgot to rewind and the insulin pump infused 30 units of insulin into customer's body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.